Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed system error 345. The cause was identified to be the downstream thermistor out of calibration. The downstream sensor requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.